Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Stent fracture can be a result of, but is not limited to, stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other device post deployment. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the fracture occurred post procedure. Although a definitive cause for the reported stent fracture could not be determined, there is no indication of a product quality deficiency. Review of the device lot history record did not reveal any related nonconformance reports for this lot.

Event description:
Subsequent to initial medwatch report, additional information was received: a diagnostic x-ray performed on (B)(6) 2012 at the 5 year follow-up noted the distal stent had a grade 4 transverse fracture with components malaligned. Stent fracture was originally reported on (B)(6) 2010. Stent fracture remains as reported previously. There were no adverse patient effects related to the stent fracture. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via trial that approximately three years post stent implantation in the right internal carotid artery, x-ray revealed a grade 4 transverse distal stent fracture and a small waist along the midportion of the stent. There were no hemodynamic changes within the stent and the patient was asymptomatic. No treatment was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.